Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had pain in their pocket site, as was seen by an on-call doctor. They reported that the ins eroded through the patient¿s skin; there was an area in which they could see the writing on the ins. No troubleshooting or diagnostics were performed. The ins was explanted, and the issue was resolved. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) and it was reported that the patient started having pain in (B)(6) 2017. The rep reported that the explant was done on (B)(6) 2017.